Event description:
It was reported that when pressure is applied to the universal modular electric/battery double trigger handpiece swing something hard such as bone the device stops oscillating. The reported event occurred at time device was received at a zimmer facility and was not in pt use.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.